Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that has a headache and is dizzy but confirms no medical attention is required. The customer's expected blood result is 110-140mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained lo and e-2 not fasting. Reviewed meter memory: (B)(6). When retrieving meter memory time and date were not properly set.